Event description:
Healthcare professional reported injecting a patient with ¿1.5 ml/side¿ of juvéderm volux¿ xc. About two weeks post injections, the patient ¿presents with a swollen, achy feeling in the jaw area, and patient can't open their mouth fully.¿ sometime later, ¿the patient develops nodules.¿ the hcp attempted to dissolve them with ¿1/2 to 1 cc of vitrase.¿ the hcp also prescribes oral prednisone, but the nodules didn't go away. The hcp then did an ¿intralesional kenalog in the nodules and then they got better. However, a few days later, the nodules got worse. Doxycycline was prescribed for 2-3 weeks.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.